Event description:
It was initially reported by the physician's nurse that the pt was referred to surgeon for a revision surgery due to high lead impedance. Programming history was reviewed and it was observed that high lead impedance was observed on (B)(6)2010. Pt's last good diagnostics were obtained on (B)(6)2008. Pt's device is currently turned off. Good faith attempts to obtain additional info have been unsuccessful.

Manufacturer narrative:
Conclusion: device failure is suspected, but did not cause or contribute to a death or serious injury.